Event description:
On august 31st, 2020, the user contacted dario to report elevated blood glucose (bg) readings. The user was receiving high readings throughout the day in the 300 mg/dl range. Due to these elevated readings, the user's husband injected her with insulin. Since the user was feeling disoriented, the user's husband called her endocrinologist, who told him to call the ambulance. The paramedics tested the user's blood glucose level and received a reading of 29 mg/dl. At the hospital, the user received an IV with glucose. While on the call with the user, dario's representative instructed her to open a new strips cartridge, and test her bg level. The user tested and received acceptable readings. There is not enough information regarding the dario strips to investigate. No resolution is available.